Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.